Event description:
A 15mm zurich liou distractor (51-650-15) was surgically implanted in 2002. Subsequent to that date the distractor broke. The distractor was removed 10 days later. No further complaints have been reported.